Event description:
It was reported that a review of the presenting electrogram (egm) for this cardiac resynchronization therapy pacemaker (crt-p) was done due to low left ventricular (lv) lead pacing. Technical services (ts) was consulted, discussed each r wave has an inhibited lv pace. Ts noted that this will require in person evaluation to determine what is being oversensed and discussed possible reprogramming options. No adverse patient effects were reported. Additional information was received, reprogramming was performed which successfully fixed the low pacing. This crt-p remains in service. No adverse patient effects were reported.

Event description:
It was reported that a review of the presenting electrogram (egm) for this cardiac resynchronization therapy pacemaker (crt-p) was done due to low left ventricular (lv) lead pacing. Technical services (ts) was consulted, discussed each r wave has an inhibited lv pace. Ts noted that this will require in person evaluation to determine what is being oversensed and discussed possible reprogramming options. No adverse patient effects were reported.